Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("the left essure device was in the fallopian tube with a portion traversing the cornual, the left essure device tip was visualized in the region of the left isthmus.") In a 40 year-old female patient who had essure inserted (lot no. 838669) for female sterilisation. The patient had a medical history of parity 1, gravida I, pap smear abnormal (hx abnormal pap smear lsil 2006), past tobacco smoking (tobacco history: formerly smoked quit (B)(6) 2016.), drug allergy (bactrim: rash), herpes labialis, palpitations and vestibular disorder. The patient had a family history of diabetes mellitus, cardiac arrest (history of sudden cardiac death.), breast cancer and heart disease, unspecified. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1499 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one essure related surgery: no essure start date discrepant (B)(6) 2012. Discrepancy noted removal date of drug updated to (B)(6) 2012 from (B)(6) 2012 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.618 kg/sqm. [Ultrasound pelvis] on (B)(6) 2016: exam: us pelvic. Clinical data: reason for exam: low back pain assess essure placement. History: bilateral essure devices. Pelvic pain. The last menstrual period was (B)(6) 2016. The hysterosalpingogram done (B)(6) 2012 was reviewed. Transvaginal: the right-sided essure device was visualized between the uterus and right ovary, in the right adnexal region, possibly adjacent to the tube. The left essure device was visualized in the region of the left isthmus. There was no free fluid in the pelvis. Impression: the right essure device was identified lying in the right adnexal region, between the right cornu and right ovary. The left essure device tip was visualized in the region of the left isthmus. Otherwise, normal pelvic ultrasound. 838669-invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1491 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1503 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via blateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no essure start date discrepant (B)(6) 2012 or (B)(6) 2012. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter, essure start date updated fron (B)(6) 2012 to (B)(6) 2012, essure removal via blateral salpingectomy added in the non-drug treatment. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1491 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("the left essure device was in the fallopian tube with a portion traversing the cornual, the left essure device tip was visualized in the region of the left isthmus.") In a 40 year-old female patient who had essure inserted (lot no. 838669) for female sterilisation. The patient had a medical history of parity 1, gravida I, pap smear abnormal (hx abnormal pap smear lsil 2006), past tobacco smoking (tobacco history: formerly smoked and quit on (B)(6) 2016), drug allergy (bactrim: rash), herpes labialis, palpitations and vestibular disorder. The patient had a family history of diabetes mellitus, cardiac arrest (history of sudden cardiac death), breast cancer and heart disease, unspecified. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1499 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one essure related surgery: no. Essure start date discrepant (B)(6) 2012 or (B)(6) 2012. Discrepancy noted removal date of drug updated to (B)(6) 2012 from (B)(6) 2012 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.618 kg/sqm. [Ultrasound pelvis] on (B)(6) 2016: exam: us pelvic. Clinical data: reason for exam: low back pain assess essure placement. History: bilateral essure devices. Pelvic pain. The last menstrual period was (B)(6) 2016. The hysterosalpingogram done (B)(6) 2012 was reviewed. Transvaginal: the right-sided essure device was visualized between the uterus and right ovary, in the right adnexal region, possibly adjacent to the tube. The left essure device was visualized in the region of the left isthmus. There was no free fluid in the pelvis. Impression: the right essure device was identified lying in the right adnexal region, between the right cornu and right ovary. The left essure device tip was visualized in the region of the left isthmus. Otherwise, normal pelvic ultrasound. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records device dislocation (10064684). The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Medical history and lab data added including pathology test. Reporter information added. Lot number added. Non drug treatment updated. Event device dislocation added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.